Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: vnmc4343c218te, serial/lot #: (B)(4), ubd: 13-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the an unknown endovascular aortic treatment. There was a high level of tortuosity in the patient. It was reported that during the implant procedure, the physician was unable to deploy the stent graft. When the blue handle was rotated, nothing was happening. The physician then heard a noise and ended up forcibly pulling the blue handle to remove the sheath. It was noted that there was a significant lag time of approximately 5 seconds between the handle movement and the device unsheathing. There was a time when the stent graft was partially deployed but stuck, however the stent graft was eventually deployed successfully. As per the physician; the patients anatomy was so tortuous and extreme that any device would have failed. They pushed the boundaries with this case as a last ditch attempt to treat the aneurysm. The aorta failed to straighten with a stiff wire and so the delivery system had to navigate a very bendy tract. It was reported that the patient died from multi-organ failure one day post index procedure. The physician stated that the death was not due to the device, however was related to the implant procedure. It was reported that during the procedure it was likely that the aortic thrombus was embolised into the patient's mesenteric circulation and that the patient died from liver/bowel ischemia. The cause of the event is unknown. No additional clinical sequelae were reported.